Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter and reported a high blood glucose (bg) level. The reporter indicated that the patient had a bg level of '359 mg/dl' with symptoms of a headache, stomach ache, ear pain, and not feeling well. The patient was not checked for ketones. The reporter mentioned that the patient had been eating 'weird food' and did not think the issue was related to her site. No medical intervention was reported by the reporter. The reporter refused to troubleshoot/review the pump, site, and infusion set. The reporter mentioned that she had just changed the site prior to contacting anm. At the time, the reporter claimed that the site was straight and the set was not bent when removed. No subsequent bg excursions have been reported to anm by the reporter or patient at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering no troubleshooting was performed on the device. The reporter refused to troubleshoot the pump, site, or infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the black box begins on 03/25/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.